Manufacturer narrative:
An internal investigation was performed for a false resistant meropenem result for a proteus mirabilis patient strain in association with the vitek® 2 ast-n315 test kit. The customer's strain has not been received for investigation due to new regulations for strain shipments in (B)(6). A new investigation will be initiated in the event of strain submittal at a later date. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-n315 lot #7550761103 met final qc release criteria. The lot passed qc performance testing.

Event description:
A customer in (B)(6) reported a false resistant meropenem result for a proteus mirabilis patient strain in association with the vitek® 2 ast-n315 test kit. The customer twice obtained a resistance result (mic=4) with the ast-n315 card. Disk diffusion was susceptible (27mm) and etest® was susceptible (mic=0.047). The customer reported there was no impact to patient results or treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.